Event description:
Hamilton medical ag received the following event description: the device alarmed with "no serial number" and "panel connection lost".

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. According to the complaint description, the device alarmed with "no serial number " and "panel connection lost". It is important to emphasize that no patient was involved at the time of the event. Additionally, the logfiles have not been received for analysis. The "panel connection lost" alarm indicates that communication between the interaction panel and the ventilator unit is interrupted. To address the issue, an vu esm was shipped to the end customer. No feedback was received confirming whether the replacement resolved the issue. As no additional communication was received, it is assumed that the issue was resolved after the vu esm was replaced.